Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the top cover, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) 9500ml simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the baseplate under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b3, d11. As the event date could not be confirmed, the date has been corrected and defaulted to first of the month ((B)(6) 2020).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse events of feeling sick during ccpd therapy, neurological complications which warranted hospitalization and subsequent death. The etiology and timeline of the events is unknown; therefore, causality cannot firmly be established. However, both the patients contact and pdrn reported the patients hospitalization and expiration were unrelated to pd therapy. While there is no allegation or objective evidence a fresenius device(s) or product(s) deficiency or malfunction caused the adverse events; the liberty select cycler cannot be excluded from having a possible contributory role in the events. Given the absence of a discharge summary, primary/secondary cause of death, death certificate, treatment data and no manufacturer evaluation of the suspect device; there is insufficient evidence to disassociate the liberty select cycler. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population.

Event description:
The contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report that the patient was sick and needed to disconnect while in dwell 1 of 3 on the liberty select cycler. The fresenius technical support representative assisted the patient contact with canceling treatment, advised them to contact the pd nurse to disconnect the patient, and they stated the patient would perform treatment with manuals in the morning. Additional follow-up with the patient contact reported that the patient suffered a stroke on approximately (B)(6) 2020, however it was unrelated to pd therapy. Follow-up with the patients peritoneal dialysis registered nurse (pdrn) revealed the patient expired (date not provided) due to neurological complications; however, the patient was not diagnosed with a stroke. The pdrn stated the patients neurological complications and subsequent death were unrelated to pd therapy. Additional information was requested (e.g. Death certificate, discharge summary, treatment data, past medical history, pd order set, medication list), however the pdrn declined.